Manufacturer narrative:
It was reported that the po2 (partial oxygen pressure) was low during treatment. The hls set was already exchanged before because of low oxygenation (complaint#(B)(4), mfg report#8010762-2021-00579). As confirmed by the sales and service unit the hls set was discarded by the customer. The patient was infected with covid-19. As stated by the getinge medical affairs team and in reference to available literature [1] covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. The increased risk of thrombosis and coagulopathy in ECMO patients may be the result of a combination of processes driven by covid-19 occurring in synergy with the known effect(s) of the extracorporeal circuit on the coagulation system. In the absence of data and based on covid-19 as the most probable root cause for the reported failure, clot formation in an extracorporeal circuit can lead to a reduction and/or blockage, and thus, an reduction of the diffusion path lowering the gas transfer performance. With reference to the risk assessment and in consultation with the getinge manager medical affairs team the following events can contribute to clotting in the circuit: -air remains in or enters the circuit (not for long run incidents); - inappropriately low, or no blood flow, in the circuit; -improper hemostasis; -too low anticoagulation; -too low act level, effect of heparin is too limited; -protamine sulfate enters the hls set; -administration of congealable substances (such as platelets) or pro-coagulant medications. -(consumption) coagulopathy. In addition it was stated that the hls set was exchanged for a quadrox-ID adult and no further issue was noted. This could also indicate that the hls set 5.0 was to small for sufficient oxygenation as already determined in the risk assessment. The production records of the affected hls module were reviewed on 2022-02-09. According to the final test results, all oxygenators passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "low oxygenation" could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Reference: [1] yusuff h, zochios v, brodie d. "Thrombosis and coagulopathy in covid-19 patients requiring extracorporeal membrane oxygenation" asaio j. 2020;66(8):844-846. Doi:10.1097/mat.0000000000001208. H3. Other text : 4115.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Further patient and perfusion data was requested but not yet received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported low po2 measurements post oxygenator. This was the second used hls set as the same issue occurred before (reported under emdr#(B)(4), complaint#(B)(4) the oxygenator was changed with an quadrox-ID. No harm to patient reported. Complaint ID: (B)(4).